Manufacturer narrative:
Ni

Event description:
A distributor reported their customer was using cidex activated test strips with their cidex opa solution instead of the recommended cidex opa test strips, and the instruments were released for use on patients. There is no reported serious injury or infection. Advanced sterilization products (asp) informed the distributor that cidex opa test strips are the only test strips that can be used with cidex olpa solution to measure the minimum effective concentration (mec) of the solution prior to use. The end user (facility) is unknown at this time, and asp will continue to follow-up for additional information. As a matter of policy, asp has decided to report this issue since the cidex opa solution was not being properly tested before use and the affected instruments cannot be guaranteed to be high level disinfected.

Manufacturer narrative:
Method codes: actual device not evaluated. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retains testing, batch trending and system risk analysis. The batch record was not reviewed as the lot number was not provided. Supplier evaluation was not required as this was not a manufacturing or functional issue. Retain testing was not performed as this was not a manufacturing or functional issue. Complaint trending was not performed as the lot number was not available. The system risk analysis (sra) was reviewed for the issue of procedure related and the risk was determined to be "low risk." Multiple attempts were made to follow-up with the customer and were unsuccessful. Hence, the assignable cause for this issue could not be verified. If further information becomes available, the complaint will be re-opened at that time. Asp will continue to track and trend this issue. No further investigation is required at this time.